Manufacturer narrative:
(B)(4). D10: cr 40mm glenosphere +6mm cocr cat # 110030778 lot # 67996871. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 7 weeks post-implantation due to dislocation. Only the liner was revised. Attempts have been made and no further information has been provided.